Event description:
The blade could not be inserted. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The end cap is twisted in the cover and the outer diameter of the end cap is damaged. The inner thread of the end cap is damaged which possibly indicate that the blade was not correctly mounted on the instrument during the insertion. Although the blade is damaged, a function test was possible and the device worked as required. The measurable dimensions of the pfna blade were checked and found to be in compliance with the technical drawings and ao asif specification. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.